Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported that the alarms are "occurring not with medications they are used to seeing it with (i.e. Amiodarone) but with other fluids and antibiotics". Any patient involvement, injury or medical intervention is unknown.